Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures found the adapter has fractured and the taper remains lodged in the diaphyseal segment and appears to be cut by the surgeon for removal. The device was not returned for evaluation. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review found during the revision procedure the surgeon was unable to remove the broken segment from the intact femoral stem. This required a metal cutting bur to cut through the broken segment to remove it from the morse taper/trunnion of the intact stem. This took approximately 1.5 hours with multiple metal cutting burs. Once removed a new diaphyseal segment was placed onto the well-cemented femoral stem. No further complications were noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00547.

Event description:
It was reported the patient underwent a right total knee procedure. Approximately 2 years later, the patient was revised due to a fractured oss diaphyseal stem adapter. The surgical technique was not utilized as one of the taper junctions was cold welded together and surgeon had to cut off the broken component in-situ. There was a 1 hour delay in surgery. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee procedure. Subsequently, the patient was revised two years later due to a fractured oss diaphyseal stem adapter. The oss diaphyseal stem adapter fractured inside of the oss diaphyseal segment. The surgical technique was not utilized as the surgeon was unable to remove the broken segment from the intact femoral stem as they were cold welded together. This required a metal cutting bur to cut through to remove it from the morse tape / trunnion of the intact femoral stem. This resulted in a surgical delay that took approximately an hour and a half with multiple metal cutting burs.attempts have been made and additional information on the reported event is unavailable at this time.